Event description:
The surgeon reported: the nylon sutures were less elastic on a patient with a deep anterior lamellar keratoplasty. As a consequence, the recovery process is delayed and the recovery of vision was slow. Patient also exhibited a decrease in bcva.

Manufacturer narrative:
No samples were returned for evaluation and root cause analysis. Lot history review could not be conducted as the customer did not provided a lot number for the product involved in this event. The root cause for this event could not be determined. No corrective action taken. This report was mailed to FDA on: 04/17/2009.